Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on faulty force sensor system. The pump was unable to perform excessive no delivery test due to prime anomaly. The pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer's mother reported via phone call of no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she has been receiving no delivery alarms while priming the tubing. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.